Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the contact was loading the customer's cartridge with 300 units of insulin, the last 30 units from the syringe would not eject into the cartridge. Reportedly, the customer removed the insulin from the cartridge and loaded the insulin into another cartridge. There was no impact to the customer's blood glucose level.